Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a patient experienced an allergic reaction after surgery using adheres.